Event description:
A customer observed multiple positively biased vitros glu quality control results while using the vitros 950 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the events were to recur with patient samples. No glu patient results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that multiple negatively biased vitros glu quality control results were obtained from the vitros 950 chemistry system. A definitive root cause could not be determined, however, a instrument related issue and/or a glu calibration related issue cannot be ruled out as contributing to the event. Calibration with an alternate vitros calibration kit and as needed analyzer maintenance have resolved the issue.